Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reqired a tooth to be replaced with an implant and an align product may have contributed to the event.

Event description:
The patient reported tooth # 14 (upper left 1st molar) cracked and required an implant, and required two crowns to be replaced. It is unknown if the patient required medical intervention to alleviate the reported symptom. It is unknown if the patient took or was prescribed medication to alleviate the reported symptom. It is unknown if the treatment has been discontinued or if the patient is still wearing the aligners.